Event description:
Customer reported the system will not produce an image, and in a previous case fluid came out of the tube head and camera area. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply. System operates as intended.